Manufacturer narrative:
Upon receipt, the lead was subjected to a functional analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. During this analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications and flawless throughout its inspection. In summary, there was no sign of a material or manufacturing problem.

Event description:
Ous MDR- it was reported that pacing impedance >3000 ohm. Shock impedance is 56 ohm, and r amp is 20mv. This is all of the info that was provided to us. If add'l info becomes available, this event will be updated.

Manufacturer narrative:
Ous MDR.